Manufacturer narrative:
This report is submitted on december 10, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant (the reason for this loss is unknown). It is unknown if the patient was re-implanted with another device.